Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: was a new device used to complete the procedure? Was there any patient consequence? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic vats procedure, the clips retreated from the intended position when clipping and the surgeons therefore needed to insert two clips / vessels to be safe. It is unknown how procedure was completed. Patient consequence was not reported.